Manufacturer narrative:
Oxidation testing was performed, and the results were consistent with values of hylamer components aged for a similar duration. Depuy considers this complaint closed at this time.

Event description:
Complainant claims that the pegs broke.